Manufacturer narrative:
(B)(4). This lot was manufactured between february 4, 2014 and february 5, 2014. The sample was not returned for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was observed with a leak inside the over-pouch. It was indicated that the leak may have been from the blue-winged luer cap, however that was not verified. There was no patient involvement. Additional information was requested and is not available. This is report 1 of 3.